Event description:
The customer obtained falsely high troponin I results on a patient sample. Elevated results of this magnitude might initiate a cardiac catherization. The sample was repeated and the results were negative the negative result was reported to the physician. There was no report of patient harm as a result of this event.